Event description:
It was reported that during a da vinci-assisted radical cystectomy with other urinary diversion surgical procedure, customer informed the technical support engineer (tse) that the surgeon was unable to fire the bipolar instrument with the vio dv integrated electrosurgical unit (iesu) while using an external instrument on force triad generator. The customer replaced the force triad with another vio dv iesu, which resolved the issue. The tse reviewed the error logs and confirmed errors 2-8a and 3-8a. The tse explained to the customer that the issue was caused by using the instruments at the same time. The tse then advised the customer to reposition energy cables if the issue would reoccur. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system without any errors. The issue did not reoccur after the customer replaced the generator.

Manufacturer narrative:
The technical support engineer (tse) confirmed the reported complaint upon reviewing the error logs. The issue was resolved by replacing the external force triad generator with another vio dv integrated electrosurgical unit (iesu) generator. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints for this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed system error 2-8a and 3-8a would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022for a radical cystectomy procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the force triad generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup vio dv iesu generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.